Event description:
A patient underwent a ctif procedure (consisting of a hiatal hernia repair (hhr) procedure conducted either laparoscopically or robotically, followed by a transoral incisionless fundoplication (tif) procedure). At least one bougie was used prior to the insertion of the esophyx device to dilate the esophagus. Following the procedures, the patient was kept overnight due to the noted large size of the repaired hernia. During the overnight stay, the patient experienced a bleed, a drop in hemoglobin (hgb) levels, melena, and fatigue. After a CT scan on (B)(6) 2023, the patient was diagnosed with a hematoma. Additionally, after an esophagogastoduodenoscopy (egd) on an unknown date, the patient was diagnosed with a large retroesophageal mediastinal hematoma, and an acute post op bleed. The patient was given a packed red blood cell (prbc) transfusion. The patient was discharged on an unknown date and as of (B)(6) 2023, the patient is doing well.

Manufacturer narrative:
The physician is not alleging a device malfunction contributed to or caused the reported hematoma identified via CT scan, large retroesophageal mediastinal hematoma identified via egd, or acute post op bleed identified via egd. The esophyx device was discarded at the medical facility by the hospital staff and is unavailable for return to egs for evaluation. It is unknown what contributed to/caused the reported hematoma, large retroesophageal mediastinal hematoma, or acute post op bleed egs cannot conclusively determine if the hhr procedure, esophageal dilation by bougie, tif procedure, or a combination of events, contributed to or caused this adverse event. Egs is in the process of obtaining additional complaint information from the physician. No additional information has been provided to egs following the preliminary information received on 21 december 2023. A follow-up report may be submitted if additional information is obtained.